Manufacturer narrative:
Zoll medical corp has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device prompted a "change batteries" message with new batteries installed. Complainant indicated that there was no patient involvement in the reported malfunction.